Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device. On (B)(6) 2023, the patient reported inaccurate cgm values the same day the sensor was inserted into the arm. The patient was driving and experienced unspecified symptoms of hypoglycemia. She attempted to eat some food but lost consciousness and hit a curb with her vehicle. The patient stated her cgm was below 80 mg/dl at the time of the event. Emergency medical services was called and by the time she arrived at the hospital, her bg was 86 mg/dl. It was not confirmed what medical intervention was provided by emergency medical service. At the hospital, the patient was given food and her bg increased to 106 mg/dl but her cgm displayed 250 mg/dl. The patient was released from the hospital later that day. At the time of the report, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
Cmpl-(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm, which is off-label usage of the device on (B)(6) 2023. The patient reported inaccurate cgm values the same day the sensor was inserted into the arm. The patient was driving and experienced unspecified symptoms of hypoglycemia. She attempted to eat some food but lost consciousness and hit a curb with her vehicle. The patient stated her cgm was below 80 mg/dl at the time of the event. Emergency medical services was called and by the time she arrived at the hospital, her bg was 86 mg/dl. It was not confirmed what medical intervention was provided by emergency medical service. At the hospital, the patient was given food and her bg increased to 106 mg/dl but her cgm displayed 250 mg/dl. The patient was released from the hospital later that day. At the time of the report, the patient was okay. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the c zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.